Manufacturer narrative:
(B)(4). A conclusion (s) code could not be chosen, the complaint was confirmed but the root cause is unknown at this time. From the pictures provided it can be observed; a package of product 5-10315 labeled as 7.5 mm lot # 73d1400082, with an et tube 5.5 mm inside the package, however the package can be observed that is open. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. From the pictures attached the issue "wrong size tube in package" appears to be confirmed, however it is necessary to receive the physical sample to perform a proper investigation, determine the root cause & corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the wrong size endotracheal tube was in the package. The patient was intubated with what was labeled as a size 7.5 endotracheal tube, however the actual size of the endotracheal tube was 5.5. The tube was removed and the patient was re-intubated. No patient harm reported.